Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae-folds/wrinkles on the right eye (od) at 7-day post op exam. The patient had no complaints and there was no loss of visual acuity. A flap lift and rinse was performed. The symptoms resolved in nine days. Bcva from (B)(6) 2016: right eye pre-op 20/20 -2.25 x -.50 x 160, left eye pre-op 20/20 -1.75 x -.50 x 10.